Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the refill appointment, the patient experienced tiredness, dizziness and lightheadedness from a alleged pocket fill. The patient was administered narcan and is now doing fine. Additionally, fluid had to be aspirated from a seroma around the pump site.